Manufacturer narrative:
The customer reported that the cns (central monitoring system) shows multiple beds in communication loss for 12 seconds every 3-4 minutes. The customer reports that the switch shows amber lights. The customer was asked to reboot the cns which fixed the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if new information is obtained. Device not returned to manufacturer.

Event description:
The customer reported that the cns (central monitoring system) shows multiple beds in communication loss for 12 seconds every 3-4 minutes. The customer reports that the switch shows amber lights. The customer was asked to reboot the cns which fixed the issue.